Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4)) was performed by a zoll service technician. The reported complaint of the console displaying tcmid:07 (coolant temp high) error message was confirmed during functional testing and based on the event log review. The investigation findings revealed a defective lm 34a/b temperature sensor likely due to a defective component. During visual inspection, no physical damages were observed. During initial functional testing, the console displayed tcmid:07 upon power up. The event logs were reviewed and confirmed the occurrence of the tcmid:07 error message; thus, confirming the reported complaint. In addition, review of the event logs showed tcmid:05 (coolant diff failure) and tcmid:08 (coolant temp low) error messages have occurred. The root cause for tcmid:07, tcmid:05 and tcmid:08 was due to defective lm34a/b temperature sensor. The defective lm34 temperature sensor was replaced to address the error messages. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm console with serial number (B)(4).

Event description:
During patient use, the thermogard console (sn (B)(4)) displayed tcmid:07 (coolant temp high) error message. Following this, the console was replaced and continued with ivtm therapy. No consequences or impact to patient.